Manufacturer narrative:
(B)(4). The available information suggests this lead was retained by the hospital. This report will be updated following completion of analysis if the lead is returned or if additional information becomes available.

Event description:
It was reported that this implantable defibrillation lead exhibited noise which was oversensed. The lead was explanted and replaced. No additional adverse patient effects were reported.